Event description:
It was reported that the patient presented for a follow up and variable, within range impedance measurements and noisy signals were observed from a competitor right atrial (ra) lead. The physician also noted that the noisy signals had been oversensed, resulting in multiple inappropriate mode switch events. The physician elected to continue with remote monitoring and normal follow ups. The patient was stable with no adverse consequences reported and the system remains implanted and in service.